Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator power cord was hot to the touch. The communicator was not connecting. There was no physical injury and no medical treatment reported. There was no damage to property. There was also no power outage and electrical storm during the event. The power indicator light on communicator power supply cord was not illuminated. A boston scientific company representative verified that a replacement communicator power cord was sent. No adverse patient effects were reported. The communicator remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product investigation indicates that the allegation was confirmed. A nine-volt power adapter was returned. The communicator was compatible with a five-volt power adapter. The returned communicator was attempting to utilize a non-company supplied power adapter to operate the communicator. The power adapter was plugged into the power jack, and it was physically compatible, however the power adapter was not electrically compatible with the communicator. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator power cord was hot to the touch. The communicator was not connecting. There was no physical injury and need for medical treatment reported. There was no damage to property. There was also no power outage and electrical storm during the event. The power indicator light on communicator power supply cord was not illuminated. A boston scientific company representative verified that a replacement communicator power cord was sent. No adverse patient effects were reported. The communicator remains in service.